Event description:
It was reported that the patient presented to the emergency department due to syncope and not feeling "right." Upon arrival at the hospital, there was non-capture noted on the right atrial (ra) lead with high thresholds and the p waves were lower than previous measurements. A chest x-ray was performed and the physician did not see anything wrong. The patient was hospitalized due to the non-capture. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.